Manufacturer narrative:
The olympus endoscopy support specialist (ess) noted that during the reprocessing in-service, the customer did not have a working suction machine in the reprocessing room so aspirating with detergent solution was not being performed. The ess notified the customer the suction machine needed repair. The ess reviewed the steps of aspirating with detergent solution with the employee. The scopes that were used during the in-service were taken out of the storage cabinet and used for training. The ess also performed a facility review and a service business review. The ess reviewed the following reprocessing steps for the staff members: pre-cleaning, leak test, manual cleaning, and storage. The customer will be using a non-olympus automated flushing machine and a non-olympus automatic endoscope reprocessor (aer). The ess recommended the customer contact the manufacturer(s) of the non-olympus products for instructions and guidelines. The employee provided a return demonstration of leak testing and manual cleaning. The on-track forms were emailed to the customer. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested a reprocessing in-service/customer competency and infection control in-service. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the evis exera ii ultrasound gastrovideoscope, evis exera ii gastrointestinal videoscope, and evis exera iii colonovideoscope were being reprocessed incorrectly. No patient injury reported. This complaint is related to patient identifiers; (B)(6) (evis exera ii ultrasound gastrovideoscope, gf-uct180) and (B)(6) (evis exera iii colonovideoscope, cf-hq190l).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the improper reprocessing could not be determined. It is possible that the user's understanding differed from olympus recommendation in device handling and reprocessing steps. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.